Event description:
A report was received that during a revision procedure the physician used monopolar electrocautery while the ipg was outside of the pocket site. Since then the ipg has not been able to establish communication with any devices. Troubleshooting was performed but was not successful. The ipg was explanted and replaced.

Manufacturer narrative:
Device analysis indicated that the ipg passed the internal and visual tests performed. The device exhibited the symptoms of analog ic damage due to high-voltage transient. It was verified that during the lead revision procedure electrocautery was used on the patient which was the root cause of the device damage. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that during a revision procedure the physician used monopolar electrocautery while the ipg was outside of the pocket site. Since then the ipg has not been able to establish communication with any devices. Troubleshooting was performed but was not successful. The ipg was explanted and replaced.